Manufacturer narrative:
The onyx and dmso vials were removed from the vial tray. The rubber stopper of the onyx vial was observed to be punctured. The vial contained approximately 0.5 ml of the onyx solution. The onyx solution inside the vial was still in liquid stage but had undergone phase separation. No damages were found on the outside of the vial. Instructions for use (IFU): ensure embolic material compatibility with catheter prior to use. Use only ev3 dmso compatible micro catheters. Other micro catheters may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. If flow through the microcatheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the micro catheter to determine the cause of the obstruction or replace it with a new micro catheter. Excessive pressure may cause catheter rupture, which may result in patient injury. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. However, the evaluation has yet not been begun. A supplemental report will be submitted. Linked events: 2029214-2017-00979, 2029214-2017-00980.

Event description:
Medtronic received report that during the liquid embolic material injection, it was realized that the material was exiting the proximal section of the catheter, which was outside the patient. The catheter was replaced and the procedure was completed. No patient injury occurred. The catheter was reported to have been primed and flushed as instructed in the instructions for use (IFU).